Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Stent delivery system was returned for analysis. A visual examination of the stent found that the proximal end of the stent was damaged with stent struts lifted and pulled distally. The undamaged section of the crimped stent od(outer diameter) was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues with the hypotube. A visual and tactile examination of the inner and outer lumen and midshaft found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 03-oct-2017. It was reported that crossing difficulties were encountered. The 80-90% stenosed target lesion was located in the moderately tortuous and non-calcified left circumflex artery(lcx). After a 0014 guide wire crossed the lesion, a 2.25x32mm promus element ¿ stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.